Event description:
Pt went to the operating room for transoral injection augmentation of both vocal cords under anesthesia. The procedure was uneventful. Standard minimal instrumentation was used. It was noted that the pt had normal vocal cord structures and appropriate bilateral augmentation. Post op day #1 pt called clinic for severe post op throat pain. The pt was instructed to come in for evaluation. A stroboscopy was performed which showed gray white eschar of the right supraglottis. Unclear if this was an infection, inflammation, injury or reaction to the implant. The pt was treated with clindamycin and diflucan to cover for possible infection. On (B)(6) 2018, the pt returned to clinic and another stroboscopy was completed. This showed that the eschar was still present but appeared to be improving. The pt's pain was also improving. On (B)(6) 2018, the pt was contacted and reported that her voice is okay and that she doesn't have any more pain. (B)(4).